Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and found that there was no malfunction with anode tube, but fluoroscopy was not possible because of the issue in ippc. The engineer replaced the ippc and returned the device to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible due to a tube anode problem. No harm to user or patient was reported. Philips has started an investigation of this complaint.